Event description:
Plus-stent graft balloon catheter malfunctioned and burst in patient. Surgeon states that the device was intact. Writer removed defected device from field and returned to original package.